Event description:
The customer states that the pressure of the tumescent pump while delivering tumescent is not infusing at a high enough pressure even at full power. This device was not connected to a patient.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: they found a defect, broken damaged of pump head roller which caused the pump failed to operate.

Manufacturer narrative:
The device history record (DHR) review revealed no non-conformities were found related to the complaint. A sample was received for evaluation and the complaint was confirmed.